Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Through complaint follow-up, it was determined an incorrect date of awareness by mitek was entered into our complaint system. The correct date is (B)(6) 2014, it has been corrected in our complaint system and corrected on this report. The vapr3 generator was not returned to mitek. The initial medwatch report was filed with information mitek had received at that time. Our sales rep has since been informed by our customer that the reported interference problem was caused by a defective camera, not from either the vapr vue or vapr3 generators as initially reported. No corrective action is required and no further action is warranted.

Event description:
It was reported by the sales rep that the vapr vue was causing rf interference on the camera being used. The sales rep stated that he performed extensive troubleshooting and finally resolved the issue by switching to a vapr 3 generator. Customer stated that this had not been an issue with this vapr vue in the past. No patient consequence. Device will be returned and replaced. The following information was received from our sales rep in a follow-up phone conversation on (B)(6) 2014; the surgeon did have obstructed vision during the procedure, and there was still some rf interference after the vapr vue generator was swapped out with the vapr3 generator, however the interference was not as bad. The sales rep stated that the interference was annoying to the surgeon, however there were no indications that it affected the outcome of the procedure, and there were no reported adverse patient consequences. There was no delay in the procedure. All devices were plugged into the same electrical outlet. The sales rep visited the customer on (B)(6) 2014 and was informed that one of the customer & apos's cameras was the source of the interference problem. See associated medwatch # 1221934-2014-00125

Manufacturer narrative:
Through complaint follow-up, it was determined an incorrect event date and date of awareness by mitek was entered into our complaint system. The correct date is (B)(6) 2014, it has been corrected in our complaint system and corrected on this report.the vapr3 generator was not returned to mitek. The initial medwatch report was filed with information mitek had received at that time. Our sales rep has since been informed by our customer that the reported interference problem was caused by a defective camera, not from either the vapr vue or vapr3 generators as initially reported. No corrective action is required and no further action is warranted.

Event description:
It was reported by the sales rep that the vapr vue was causing rf interference on the camera being used. The sales rep stated that he performed extensive troubleshooting and finally resolved the issue by switching to a vapr 3 generator. Customer stated that this had not been an issue with this vapr vue in the past. No patient consequence. Device will be returned and replaced. The following information was received from our sales rep in a follow-up phone conversation on (B)(6) 2014; the surgeon did have obstructed vision during the procedure, and there was still some rf interference after the vapr vue generator was swapped out with the vapr3 generator, however the interference was not as bad. The sales rep stated that the interference was annoying to the surgeon, however there were no indications that it affected the outcome of the procedure, and there were no reported adverse patient consequences. There was no delay in the procedure. All devices were plugged into the same electrical outlet. The sales rep visited the customer on (B)(6) 2014 and was informed that one of the customer&apos;s cameras was the source of the interference problem. See associated medwatch # 1221934-2014-00125.

Event description:
It was reported by the sales rep that the vapr vue was causing rf interference on the camera being used. The sales rep stated that he performed extensive troubleshooting and finally resolved the issue by switching to a vapr 3 generator. Customer stated that this had not been an issue with this vapr vue in the past. No patient consequence. Device will be returned and replaced. The following information was received from our sales rep in a follow-up phone conversation on (B)(4) 2014; the surgeon did have obstructed vision during the procedure, and there was still some rf interference after the vapr vue generator was swapped out with the vapr3 generator, however the interference was not as bad. The sales rep stated that the interference was annoying to the surgeon, however there were no indications that it affected the outcome of the procedure, and there were no reported adverse patient consequences. There was no delay in the procedure. All devices were plugged into the same electrical outlet. The sales rep visited the customer on (B)(4) 2014 and was informed that one of the customer's cameras was the source of the interference problem. See associated medwatch # 1221934-2014-00125.